Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery rapidly depleted. Customer declined tandem technical support's offer to troubleshoot. There was no reported impact to customer's blood glucose.